Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (system speaker hums, overheating, check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to defective u1004 and u1005 components causing the charging circuit to stay on and caused c19 to overcharge. The root cause for the defective components could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages, reported monitor was humming and overheating.